Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The device was not returned for evaluation, however, the production history files were reviewed, indicating that the device was released according to the product specifications. Anastomotic leakage, including abscess, is one of the most common complications of colorectal anastomotic procedures with both staplers and compression anastomosis devices. The current cumulative leak rate following use of colonring device is within the low range reported in the literature for anastomosis devices.

Event description:
Patient suffering of diverticular disease underwent open lar using the colonring. On pod 13, the patient presented with increasing abdominal pain, nausea, vomiting and fever. CT revealed a loculated fluid collection in the presacral space consisting with an abscess, a mild ileus and uti. Abscess was drained on (B)(6) 2010.